Event description:
It was reported to covidien that the display was missing the right half of the heart rate information due to the physical lifting of the flex cable on the lcd pcb. The monitor was not used on a pt.

Manufacturer narrative:
The (B)(4) is no longer manufactured. The (B)(4) has surpassed end of life and end of service. The customer will retire the unit. Customers may choose to upgrade to the oximax n-65 handheld pulse oximeter.